Event description:
Pt had a hysterectomy surgery. After the surgery was completed, nurse noticed a third degree burn on the pt's outer thigh. Cables were attached to the pt's outer thigh with adhesive, sparked and caused a severe burn during the process of the surgery. The device connected to the pt's thigh is termed as the bovie manufactured by valley lab. Pt and family member requested that an adverse event be reported to the FDA on the bovie system. After being told by the physician and numerous times by the hospital, pt's liaison and the director of risk management that a report had been filed. No report was filed by the hospital. Pt recovery is still ongoing, with medication and bandages being utilized to heal the severe burn.